Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 15/oct/2018 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the spec, deformation, yellow particles, crease fold, voids in the gel and calcification (approximately 2%). Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and creases. The device has been explanted.